Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two resolute onyx drug eluting stents were used to treat a proximal lad lesion exhibiting 90% stenosis. It was reported that the lesion was not pre-dilated. There were no issue with stent implantation. One day post index procedure, thrombolysis in myocardial infarction trial grade iii was observed. Echo showed normal wall motion with increased ck. The patient was discharged. Two days post procedure, the patient experienced sudden chest pain and experienced unconsciousness. A thoracotomy and coronary artery bypass were performed due to pericardial effusion. During rehabilitation post coronary artery bypass procedure, another procedure to create a ventricular septum perforation was performed. The patient is under rehabilitation. The physician commented that the event was not related to the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.